Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was at the ICU due to an unrelated event. Upon review of merlin.net transmission, it was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. Programming changes were made to restore the device to previous programmed settings. The patient remained stable before, during, and after programming.